Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported that customer was experiencing high blood glucose level 600 mg/dl which was treated by manual injection. Insulin pump went out and was not delivering insulin. Customer was using insulin pump within 48 hours of reported event. Drive support cap was normal. Customer declined troubleshooting for high blood glucose level. Device will be returned for analysis.